Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection, therefore, the reported failure was not confirmed. A definitive root cause and presumed cause could not be identified as the device was not returned, however, past investigations shows that it is likely the issue occurred due to the following: 1. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad may have peeled off. 2. The tissue pad could have fallen off because the pad added pulling load. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the thunderbeat 5 mm, 35 cm, front-actuated grip type s had the teflon pad drop off. This malfunction occurred during the therapeutic lap right hemicolectomy. The procedure was completed with a similar device. There were no reports of patient harm.